Event description:
It was reported that the dose of midazolam was running above a hard max limit of 2 mg/kg/hr. The infusion for midazolam was programmed within the therapy "status epilepticus." From the all infusion detail report, it looks like user hit the hard max 4 times between midnight and 12:09 am. Between 12:09 am and 12:12 am, it appears that the user was able to program and start the infusion at 6 mg/kg/hr. The customer later reported "the order was written wrong by the physician with a rate of 6 mg/kg/hr. Sadly, it looks like it was verified by a fairly new pharmacist. My inclination is that the physician intended 6 mg/hr, which was well within the soft max limit of our standard therapy for midazolam. That would explain why the nurse continued to try to program the pump, thinking that it was 6 mg/hr and not realizing that they were hitting the max because it was ordered with the wrong rate unit. I am really surprised that a nurse would put it in anesthesia mode." Per the customer, no significant change to patient's breathing status or vital signs during reported event.

Manufacturer narrative:
The reported event of device had overinfusion issue was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 02feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pcu module overinfusion issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes there is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The patient was admitted on 1/25 for a gunshot wound to the face. The patient was intubated prior to, during and after the time of the pump programming event. Time of event: 12:09 am.

Event description:
It was reported that the dose of midazolam was running above a hard max limit of 2 mg/kg/hr. The infusion for midazolam was programmed within the therapy "status epilepticus." From the all infusion detail report, it looks like user hit the hard max 4 times between midnight and 12:09 am. Between 12:09 am and 12:12 am, it appears that the user was able to program and start the infusion at 6 mg/kg/hr. The customer later reported "the order was written wrong by the physician with a rate of 6 mg/kg/hr. Sadly, it looks like it was verified by a fairly new pharmacist. My inclination is that the physician intended 6 mg/hr, which was well within the soft max limit of our standard therapy for midazolam. That would explain why the nurse continued to try to program the pump, thinking that it was 6 mg/hr and not realizing that they were hitting the max because it was ordered with the wrong rate unit. I am really surprised that a nurse would put it in anesthesia mode." Per the customer, no significant change to patient's breathing status or vital signs during reported event.